Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and confirmed the low vacuum alarm. The fse tested the drive manifold and found that it was not passing the tests. The fse replaced the drive manifold to resolve the issue and performed a preventative maintenance on the iabp unit. Full calibration and tests were performed. The iabp unit operated to manufacturer specifications and was cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) repeatedly alarmed "low vacuum". It was reported that the patient's heart rate was not elevated. The customer contacted getinge to request a repair quote. No patient harm or adverse event was reported.